Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose result with a 366mg/dl, 284mg/dl. Test were done less than 10 minutes apart with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.